Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse requested a replacement cycler. The patient was resetting the cycler and observed a fluid leak inside the cassette door. It is unknown if the liberty cycler alarmed at the time of the leak. The patient remained asymptomatic and was prescribed prophylactic antibiotics. No treatments were missed. The set was discarded.